Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's blood glucose level was 9.8 mmol/l. Customer loaded new cartridge using proper technique with help from technical support, successfully resumed insulin therapy, and no additional cartridge alarms with this pump were reported.